Manufacturer narrative:
The initial MDR 2517506-2017-00799 was filed on (B)(6) 2017. Additional information (B)(6) 2017): a siemens headquarter support center (hsc) specialist reviewed the event data, and determined presence of fibrin or cellular debris pulled into the aliquot well and probe, could have caused an issue when samples were being processed. The customer placed a call to their tube manufacturer to troubleshoot why the tubes do not seem to be separating the samples as well as they should. The cause of the discordant vancomycin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant vancomycin result. Quality control (qc) was within range. The customer stated that they often see a cloudy sample when they put it in a cup or see micro-clots floating in the plasma. The customer ran a precision study on vancomycin sample, which was acceptable. The customer stated they believe the discordant result was due to their sample tubes. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 500 instrument. The initial result was reported to the pharmacist, who questioned it. The sample was re-spun and repeated on the same instrument and on the alternate instrument, and recovered higher. The corrected result obtained from an alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin result.